Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2018, the customer indicated that she developed mastitis one month previously, for which she was prescribed an antibiotic. She indicated that the mastitis was resolved, but alleged that she was now experiencing clogged ducts. The customer requested contact by medela clinical staff. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her freestyle breast pump stopped pumping and she had to "jiggle it" to get it to come back on. The customer alleged that she had mastitis one month ago.

Manufacturer narrative:
In follow up with a medela clinician on 01/12/2018, the customer indicated that she was exclusively pumping with the freestyle breast pump, which was not working well for her. She indicated that she was an experienced pumper and wanted to return the freestyle breast pump and purchase a sonata breast pump. A replacement pump was sent to the customer. The device was returned with the customer's power supply. It was evaluated on 02/13/2018 and it failed the power test with both the battery and the customer's power supply. To determine if the issue was with the power supply, the customer's power supply was used to power on a medela lab pump, which it did without issue. It was identified during the evaluation that the housing on the freestyle pump was damaged, causing the motor housing contacts to intermittently disengage from the pc board, resulting in intermittent power to the pump. It was also identified that there was damage to the battery cover. Refer to attached evaluation. The customer's complaint of a power issue was confirmed. [(B)(4)].